Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 12/18/2017 and placed into service on (B)(6) 2018 with battery pack serial number (B)(6). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.